Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: synthes (B)(4) manufactured the olecranon osteotomy nail, part number 02.007.001, and lot number 5903749. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The implant record history submitted by the user facility with part number information contains an implant notation in the record of january 24, 2013, the record also indicates the year as 2014 in the header information. The initial report also indicates the year as 2014 this date has been verified by the sales consultant as correct. The date of (B)(6) 2014 has been entered into this record as the implant date this information is only meant as clarification of the conflicting dates within the quality record. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrected manufacturer - should be synthes (B)(4). Corrected device manufacture date if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient suffered a right distal humerus fracture on an unknown date and underwent open reduction internal fixation (orif) and olecranon osteotomy. On (B)(6) 2014 the patient returned post operatively with nonunion and broken hardware. The olecranon osteotomy nail broke and the nail end cap junction. One of the 3.5mm cortex screws and a 2.7mm variable angle locking screw broke that were through the medial distal humerus plate. All broken hardware was removed except one of the broken 3.5mm cortex screws. The distal humerus was revised on (B)(6) 2014 with 4.5mm recon plate and olecranon osteotomy was plated with 2.7mm/3.5mm variable angle olecranon 4 hole plate. The patient is stable and there were no complications during surgery. This is report 1 of 4 for (B)(4).